Event description:
One patient with discrepant ft4 and pth results that do not fit the clinical picture. Initial ft4 result 32.0 pmol/l, repeat 22.8 pmol/l. Initial pth <1 ng/l, repeated twice gave 62.2 (with dilution) and 62.8 ng/l. No adverse events reported in association with the incorrect results. If additional information is received, appropriate notification will be provided.